Manufacturer narrative:
UDI related data quality updates only - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table subject of the event. The technician found the table in the lowest position and tilted one way. The technician attempted to command the table via the hand control into a different position however, the hand control displayed alarm "wrench 26". The wrench 26 alarm indicates the table is experiencing a hydraulic failure. The steris service technician removed the table's column shrouds and found the energy chain which holds all the table's cable harnesses had come apart subsequently causing wires to be pinched and cut. The technician made repairs to the 5085 surgical table, tested the function and operation, and confirmed the table to be operating properly; the table was returned to service. The 5085 surgical table subject of the reported event was manufactured in 2011 and is approximately 12 years old. A complaint review has determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was "stuck" in a downward position. User facility observed smoke emitting from the table and transferred the patient to another operating room where the patient procedure was completed successfully. No report of injury.